Event description:
The account alleged the bed will not go into trendelenburg. He said pan is level and he had this issue before he lowered the pan. He does not hear the relays and has replaced the logic, high voltage, and control panel.

Manufacturer narrative:
The account indicated after securing the pan to the frame and leveling it, the trend functioned properly.